Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose above 900 mg/dl while wearing the pod. When removed from the infusion site, the pod's cannula was found to be dislodged. The patient experienced vomiting and was driven to the hospital by spouse. Treatment was not disclosed and the patient was released nine days later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided.